Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact called regarding an air detected in the cassette alarm during drain 3 of 4. The treatment was cancelled. The patient contact observed a fluid leak when removing the cassette from the cycler. The patient contact stated the inside of the cycler door was wet. Follow up with the patient indicated that the patient did not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cassette was discarded.